Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter to the patient in the operating room, water could not be infused, and leakage was confirmed from the valve, so removal was decided. Then tried to withdraw water using a syringe, but it could not be drawn at all. The catheter was removed, leaving a small amount of sterile water remaining. No bleeding or other issues were observed. The troubleshooting procedure in the notice document was tried and still not able to withdraw water.